Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to pace a patient (age & gender unknown), the device's associated battery "failed". No further information was provided regarding the alleged failure. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This follow up medwatch report is reporting the evaluation of the device. This follow up medwatch report is also correcting information submitted on the initial medwatch report. The device was not returned to zoll for evaluation. Instead, the device's associated battery was removed and returned. The battery was extensively tested without any discrepancies noted. The battery log entries were reviewed and the lowest the battery reached was 17% capacity. The x series will prompt the user of a low battery condition at 10%. The customer was contacted for the return of the device and event logs with no response to date. The customer received a replacement battery. No trend is associated with reports of this type.